Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump powered off repeatedly during a call on another power issue. The reporter stated that there the battery compartment or cap was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple replace battery warnings along with evidence of discharged battery being installed. The returned battery cap did not tighten properly but able to maintain electrical contacts. Using the returned battery cap, the pump powered up with the appropriate audible and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The black box data showed that the reported power issue was attributable to use error and the investigation was unable to duplicate the reported power issue. Unrelated to the reported power issue, it was observed that the verify screen was dim and discolored. The battery compartment was cracked and the battery cap threads were stripped. The ¿ok¿ button responded properly while the remaining buttons responded intermittently. Removal of button cover found contamination under all the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.